Manufacturer narrative:
Isi received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and confirmed error 32098 ovia remote fe but not replicated during in-house testing. Unit was tested on an in-house system in normal mode with no triggered errors. The usm passed sine cycle, sensors check, fiber test, c friction, c. Lissajous, and direction test. Opened unit and inspected acm for evidence of fluid and physical damage, none was found. Upon further investigation 32098 error has a p1 of 0x8 which is iloop frl error. T p2 channel is 0 which points to the axes controller motor (acm) itself. As a precaution acm, parallelogram, axes controller spar (acs), insertion stator, rolling loop, axes controller carriage power, and all the carriage stators were replaced.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, there was a error 32098 observed. The site tried multiple power cycles prior to calling with no success. Technical service engineer (tse) walled the customer through a system power cycle with breaker and emergency power off (epo) on the patient side cart (psc) with no success. The customer wanted to continue with the case using 3 arms, so the tse walked the customer through disabling arm 2 and they are continuing with the procedure using three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "the system was checked upon power up and there were no errors. I do not know any patient identifying information."

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use the usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled and replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.